Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 08/21/2015, belt 07/17/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the patient's download data indicates the patient received two inappropriate treatments in response to oversensing of low amplitude cardiac signal on the date of passing. The patient was in an idioventricular rhythm at 10 bpm, degrading asystole with intermittent cardiac activity between 09:01:52 and 09:15:07 on (B)(6) 2021. The patient received the first inappropriate treatment at 09:59:08. The patient's rhythm at the time of treatment and post-shock rhythm were asystole with intermittent cardiac activity. The patient received the second inappropriate treatment at 09:59:37. The patient's rhythm at the time of treatment and post-shock rhythm were asystole with intermittent cardiac activity. The electrode belt was disconnected at 09:59:43. It was not reported who disconnected the electrode belt.